Event description:
Initial intervention: balloon angioplasty was performed using a 3 x 40 mm pta balloon, which improved the vascular condition. Complication: embolic material was subsequently found in the lateral plantar pta branch of the foot. First attempt: a cat rx penumbra thrombectomy device was used for percutaneous mechanical thrombectomy. The catheter broke outside the patient and sheath, allowing easy removal. Second attempt: a new cat rx device was deployed. Upon removal, this catheter also broke, with the proximal end remaining inside the sheath. Escalation: after removing the sheath, the catheter's proximal end was found in the left external iliac artery. Retrieval efforts: a short 7 french sheath was placed in the left groin. Multiple snare devices (micro snare and 3-lobe snare) were used unsuccessfully. Resolution: a percutaneous cutdown of the right common femoral artery was performed to physically retrieve the broken catheter. Reference report mw5177101.